Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A healthcare professional, or repairs, submitted a report that an articulating arm was found on-site to no longer lock properly. There was no patient present when the problem was identified. No further information was provided.

Manufacturer narrative:
(B)(4). Medtronic investigation of returned suspect device finds that all threaded parts are fully functional however the unit fails pull tests at the required force rates for all angles. The reported event was confirmed to be caused by a mechanical failure mode.the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿